Manufacturer narrative:
A visual inspection and functional testing analysis were performed on the returned device. The resistance with the guide wire was not confirmed using a proxy guide wire. The reported loss of vessel access could not be replicated in a testing environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to advance the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables) or damaged guidewire. The difficulty with the guide wire likely contributed to the loss of vessel access. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a small-bore sheath hole prior to an interventional stent graft placement procedure. Reportedly, the first prostyle suture was deployed without issue. A 0.035-inch guide wire was attempted to be reinserted in the prostyle device. However, the guide wire met with resistance partway through the device, and the guide wire could not be advanced into the vessel. The guide wire and device were removed, leaving the suture in place. Hemostasis was achieved with the one pre-placed suture. The puncture site was changed. After the interventional procedure was completed, hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: saitama prefectural cardiovascular and respiratory disease center